Event description:
Boston scientific crm received info that this atrial transvenous lead became dislodged one day after implant. Interrogation revealed this lead was also capturing the ventricle when in aai mode. A-events were marked the same time on the qrs as the v-events and p-waves measured 14mv which were similar to the r-waves. This lead was successfully repositioned.